Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked after it was calibrated. No patient involvement as this occurred during prime. Product was changed out, surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. For this reason, terumo references evaluation conclusion code. (B)(4).